Manufacturer narrative:
This is supplemental MDR to report investigation results (MDR aware date 01aug2023). The device was returned for analysis. The device passed the design specifications for the active tip length measurement, continuity test, curve overlay inspection, as well as the puncture test performed on a top-bench model. Thus, the problem could not be replicated during investigation because the returned needle was able to successfully deliver rf. Note that the needle, however, could not be flushed pre and post decontamination which is most probably due to either tissue being stuck or contrast agent hardening within the needle. This is expected as the needle was used within the patient during the procedure.

Event description:
It was reported that during a percutaneous catheter myocardial procedure to treat atrial fibrillation (a fib) in left atrium, a bmc nrg transseptal needle was selected for use. The radio frequency was delivered five times during transseptal puncture however it was unsuccessful. Hence to resolve the issue, the cable and needle was replaced and the procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.

Event description:
It was reported that during a percutaneous catheter myocardial procedure to treat atrial fibrillation (a fib) in left atrium, a bmc nrg transseptal needle was selected for use. Radio frequency (rf) was delivered five times during transseptal puncture however it was unsuccessful. Hence to resolve the issue, the cable and needle was replaced and the procedure was completed successfully. No patient complications occurred. The device has been returned for analysis.